Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
During the procedure, it was reported that morrison forceps were used to lift the abdominal wall and to position the mesh. The surgeon opined that sometime more force is necessary than other times but they cannot recall how difficult this was. It was reported that, prior to the recurrence, the patient was at the gym doing heavy weights and felt "something go". It was reported the recurrent hernia was at the superior margin where the mesh failed to incorporate. The surgeon opined it is unknown whether this reflects a failure to dissect off the umbilical / falciform ligament therefore having mesh on fat not abdominal wall, but the recurrence was at the superior margin. During the re-operation for hernia repair, the mesh was explanted and a new mesh was implanted.

Event description:
It was reported that the patient underwent a mid-abdominal supra-umbilical open incisional ventral hernia repair on (B)(6) 2013 and mesh was implanted pre-peritoneal. Approximately (B)(6) 2013, the patient reported the hernia recurred. On (B)(6) 2013, the patient was seen by the surgeon and diagnosed with recurrent hernia. No testing was performed to diagnose the recurrence as it was clinically apparent in the same area. In (B)(6) 2014, the patient underwent reoperation and the mesh appeared to be in good condition but pulled away at the superior margin. During re-operation, the patient underwent repair with mesh. It was reported that the event is noted as resolved in (B)(6) 2014.